Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported the patient experienced bradycardia and cardiac arrest. It was further reported that intermittent ventricular capture of the right ventricular (rv) lead was noted on presenting electrograms (egm) and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was further reported that the patient went into cardiac arrest prior to reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported the patient experienced bradycardia and cardiac arrest. It was further reported that intermittent ventricular capture of the right ventricular (rv) lead was noted on presenting electrograms (egm) and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was further reported that the patient went into cardiac arrest prior to reprogramming.